Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. No damage to retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated reservoir was unable to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.